Event description:
There have been a few occurrences of trifuses spontaneously disconnecting from claves on patients' cvl tubing. The clear circular end has a prong that inserts into a blue clave and then the clear circular part twists onto the clave to keep it secure. However, the clear circular part around the prong seems to be stripped or is not threading appropriately when trying to twist it onto the clave. This is resulting in the prong popping out and the triple set disconnecting from the cvl without touching.